Event description:
Information was received from the healthcare provider via a clinical study regarding a patient receiving hydromorphone and bupivacaine via an implantable infusion pump. It was reported that the patient presented to the hospital while traveling with the following symptoms: nausea, shakiness, lethargy, unintentional weight loss on (B)(6) 2024. She denied treatment at the hospital due to no abnormalities found in the workup. On (B)(6) 2024 the patient presented to the clinic with symptoms including feeling anxious and restless, hallucinations, confusion, sweating, shaking, vomiting, and diarrhea. Suspected serotonin syndrome. It rate decreased, as it rate was earlier increased in june. On (B)(6) 2024 the patient presented to hospital with an altered mental status. The it rate was decreased 50%. A catheter access port (cap) study was performed and revealed a functional catheter and the pump was refilled with saline on (B)(6) 2024. On (B)(6) 2024 the pump was refilled with morphine. The patient continued to report tremors and had since been diagnosed which was being worked up by neurology. No other persistent symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.